Manufacturer narrative:
The device was returned to resmed and an initial evaluation has been performed. Performance testing confirmed that the device display is inoperable. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient sought medical attention due to a damaged inoperable display on the astral device. There was no patient injury reported as a result of this complaint.

Manufacturer narrative:
The top case was replaced to resolve the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to external impact. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient sought medical attention due to a damaged inoperable display on the astral device. There was no patient injury reported as a result of this complaint.